Event description:
It was reported that pump battery charging level declined within a few days, pump had to be charged more often. There was no reported impact to the customer¿s blood glucose level. Customer declined technical services, and no additional information was received regarding further actions or outcome of the event.